Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device shock occurred during vulnerable period with r/t when synchronization was disabled. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device shock occurred during vulnerable period with r/t when synchronization was disabled. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.